Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure implant was essentially extra-uterine, its internal extremity was not seen in intracavity") and abdominal pain lower ("cramps") in a 54-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), arthralgia ("joint pain"), fatigue ("major fatigue") and fibromyalgia ("fibromyalgia"). In 2011, the patient experienced biliary cyst ("presence of an aspect of intrahepatic biliary cysts") and was found to have fallopian tube leiomyoma ("small anterior myoma with intra-cavity dome"). On (B)(6) 2012, the patient experienced device expulsion ("right essure appeared in endocavitary situation"), 2 years after insertion of essure. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration ("general state alteration associated to loss of weight") and was found to have weight decreased ("loss of weight"). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy via celiac and vaginal route) and spa treatment for fibromyalgia. Essure was removed on (B)(6) 2017. In (B)(6) 2017, the myalgia and arthralgia had resolved. At the time of the report, the device dislocation, abdominal pain lower, device expulsion, fatigue, fibromyalgia, general physical health deterioration, weight decreased, biliary cyst and fallopian tube leiomyoma outcome was unknown. The reporter considered abdominal pain lower, arthralgia, biliary cyst, device dislocation, device expulsion, fallopian tube leiomyoma, fatigue, fibromyalgia, general physical health deterioration, myalgia and weight decreased to be related to essure. The reporter commented: the first essure placement was performed on (B)(6) 2010 and the second one was on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Computerised tomogram abdomen - on (B)(6) 2011: indication: general health impairment associated with slimming. Conclusion: presence of an aspect of intrahepatic biliary cysts.. Computerised tomogram pelvis - on (B)(6) 2011: indication: general health impairment associated with slimming. Conclusion: presence of an aspect of intrahepatic biliary cysts.. Computerised tomogram thorax - on (B)(6) 2011: indication: general health impairment associated with slimming. Conclusion: presence of an aspect of intrahepatic biliary cysts.. Nuclear magnetic resonance imaging - on (B)(6) 2017: conclusion: it was observed essure in normal place on the right and on the left. On right side, essure implant was observed with internal extremity in uterine cavity. Left essure implant was essentially extra-uterine, its internal extremity was not seen in intra-cavity. Implant extremity was not seen in intra-cavity. Small anterior myoma with intra-cavity dome was also observed.. Ultrasound pelvis - on (B)(6) 2012: right essure appeared in endocavitary situation. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: information received from an attorney via legal department. Total hysterectomy with bilateral adnexectomy via celiac and vaginal route on (B)(6) 2017.thorax, abdominal and pelvic CT scan report dated (B)(6) 2014: indication: general health impairment associated with slimming. Conclusion: presence of an aspect of intrahepatic biliary cysts. Pelvic MRI dated (B)(6) 2017: indication: patient with ¿essure¿ implants. Conclusion: it was observed essure in normal place on the right and on the left. The extremity of implant was not visible in intra cavity. Small anterior myoma with intra-cavity dome was noted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4) on (B)(6)2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure implant was essentially extra-uterine, its internal extremity was not seen in intracavity") and abdominal pain lower ("cramps") in a 54-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), arthralgia ("joint pain"), fatigue ("major fatigue") and fibromyalgia ("fibromyalgia"). On (B)(6)2012, the patient experienced device expulsion ("right essure appeared in endocavitary situation"), 2 years after insertion of essure. On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration ("general state alteration associated to loss of weight") and was found to have weight decreased ("loss of weight"). The patient was treated with removal of implants by hysterectomy on (B)(6)2017 and spa treatment for fibromyalgia. In (B)(6)2017, the myalgia and arthralgia had resolved. At the time of the report, the device dislocation, abdominal pain lower, device expulsion, fatigue, fibromyalgia, general physical health deterioration and weight decreased outcome was unknown. The reporter considered abdominal pain lower, arthralgia, device dislocation, device expulsion, fatigue, fibromyalgia, general physical health deterioration, myalgia and weight decreased to be related to essure. The reporter commented: the first essure placement was performed on (B)(6)2010 and the second one was on (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Computerised tomogram abdomen - on (B)(6)2011: general state alteration associated to loss of weight. Computerised tomogram pelvis - on (B)(6)2011: general state alteration associated to loss of weight. Computerised tomogram thorax - on (B)(6)2011: general state alteration associated to loss of weight. Nuclear magnetic resonance imaging - on (B)(6)2017: on right side, essure implant was observed with internal extremity in uterine cavity. Left essure implant was essentially extra-uterine, its internal extremity was not seen in intra-cavity. Implant extremity was not seen in intra-cavity. Ultrasound pelvis - on (B)(6)2012: right essure appeared in endocavitary situation. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: lawsuit report ¿ new reporter (lawyer); consumer¿s demographic data update; essure insertion date update (one on (B)(6)2010 and the other on (B)(6)2011); new adverse events (general state alteration associated to loss of weight, loss of weight, left essure implant was essentially extra-uterine, its internal extremity was not seen in intracavity and right essure appeared in endocavitary situation); and imaging exams (thoracic, abdominal and pelvic computerised tomogram pelvis, nuclear magnetic resonance imaging and pelvic ultrasound). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 19-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), arthralgia ("joint pain"), fatigue ("major fatigue") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (removal of implants by hysterectomy) and alternative therapy (spa treatment for fibromyalgia). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the myalgia and arthralgia had resolved. At the time of the report, the abdominal pain lower, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, fatigue, fibromyalgia and myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 393 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.